Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition where the device does not turn on. It is unknown when this event occurred. This condition has the potential to cause an interruption of delivery. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump that will not turn on was confirmed during product evaluation. This condition was caused by channel a manual tube release (mtr) knob not being reset correctly. The channel a mtr knob was reset to correct the reported condition.